Manufacturer narrative:
Plant investigation: the product sample was not returned to the manufacturer, and therefore a physical evaluation could not be performed. Additionally, photos were not provided for review. During review of the manufacturing records, there were no deviations or non-conformances found. In general, air or gas entry to the blood-bearing side of the membrane would be possible if the pressure on the blood-bearing side is lower than the pressure on the gas-bearing side of the membrane, e.g. In the case of a high ratio of gas to blood flow. However, the described flow values of blood and sweep gas would not explain a gas accumulation in the oxygenator. As an examination of the product was not possible, a product defect could not be confirmed.

Event description:
It was reported that air entered an xlung kit circuit during a patient's extracorporeal membrane oxygenation (ECMO) treatment. The flow rate started at 3.5 l/min and the treatment ran for 24 hours without issue. When the flow rate was increased to 4 l/min, bubbles gradually began to form. The bubbles were seen flowing from the post membrane port towards the return line to the patient. As expected, the console was giving continuous air bubble detection alarms (#210). Immediately after recognizing the air bubble(s) forming from the post membrane part of the oxygenator, the perfusionist aspirated the air through the post membrane sampling port. After doing this, the patient began coughing from pressure changes in the oxygenator. No fluid leak was observed, and no damages were found during inspection and preparation. All connections were checked prior to use and nothing unusual was reported. No problems were noticed during priming, and it was confirmed that the xlung kit was properly primed. The event resulted in approximately 50ml or less of blood loss. The patient did not experience any adverse effects, injuries, or require medical intervention due to the reported issue. To resolve the issue, the xlung kit was exchanged with another xenios xlung kit and the patient subsequently completed their treatment. The sample was not available to be returned for evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that air entered an xlung kit circuit during a patient's extracorporeal membrane oxygenation (ECMO) treatment. The flow rate started at 3.5 l/min and the treatment ran for 24 hours without issue. When the flow rate was increased to 4 l/min, bubbles gradually began to form. The bubbles were seen flowing from the post membrane port towards the return line to the patient. As expected, the console was giving continuous air bubble detection alarms (#210). Immediately after recognizing the air bubble(s) forming from the post membrane part of the oxygenator, the perfusionist aspirated the air through the post membrane sampling port. After doing this, the patient began coughing from pressure changes in the oxygenator. No fluid leak was observed, and no damages were found during inspection and preparation. All connections were checked prior to use and nothing unusual was reported. No problems were noticed during priming, and it was confirmed that the xlung kit was properly primed. The event resulted in approximately 50ml or less of blood loss. The patient did not experience any adverse effects, injuries, or require medical intervention due to the reported issue. To resolve the issue, the xlung kit was exchanged with another xenios xlung kit and the patient subsequently completed their treatment. The sample was not available to be returned for evaluation.